Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be coronary attack and peritonitis. It was not reported if an autopsy was performed. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Peritoneal dialysis therapy was discontinued on an unreported date prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.